Event description:
It was reported that a malfunction alarm occurred. The pump was replaced, and the customer reverted to a back-up insulin pump for insulin therapy. Customer¿s blood glucose level was 106 mg/dl.